Event description:
It was reported by a pharmaceutical co. That they received reports from two physicians regarding plavix and drug eluting stents. One of the pts had a taxus express2 drug eluting stent implanted and the other pt had a johnson & johnson drug eluting stent implanted. Follow up with the complaint reporter indicated that the pt with the taxus express2 stent experienced thrombosis. This pt had a taxus express2 stent implanted (unk date) and did not receive plavix. One week later, the pt presented with chest pain and cardiogenic shock. The pt was intubated and on pressors with a guarded status. Additional info was requested on this event from the physician's office, but was declined due to hippa regulations, stating that they cannot divulge specific pt info.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.